Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.1, lab: 3.3. Date: (B)(6) 2011, inratio: 1.0, lab: 3.5. Customer retested the same patient after the first correlation.

Manufacturer narrative:
Investigation pending.